Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient fell on his back and since then the therapy stopped working. The rep was unable to communicate with the ins or the ins recharger. Because the patient fell a month ago, the rep needed to start a physician mode recharge (pmr) and see if he could charge the ins and then check impedances. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative believed that the cause of the lack of communication was that the implantable neurostimulator was not charged and went into over discharge. For troubleshooting and actions taken, they reset the device with a physician recharge mode, and they were able to wake the implantable neurostimulator to function properly. The patient was able to charge and the device continued to work normally. There were no further patient symptoms or complications reported or anticipated.